Event description:
This event has been brought to our attention by an academic conference (cct 2006). This particular event involved a cypher sirolimus drug eluting stent associated with stent fracture and restenosis six to eight months after implantation. The treatment, if any, for this event was not reported. Additional info regarding the pt, procedural or product specific details is not available. No info regarding the involved pt's age, gender or medical history was provided. The reason for the pt's admission to hosp was not reported; but an angiogram revealed a lesion in an unk vessel. No target vessel and/or lesion characteristics are available. The pre or intra procedural administration of asa, ticlid or heparin and the performance or recording of acts was not reported. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unk size at an unk maximum inflation pressure. The post procedural administration of asa or ticlid was not reported.

Manufacturer narrative:
According to the presentation's physician, stents tend to fracture because of the coronary artery attempts to regain its original shape. In addition, he found that fractures appear to occur more frequently in tortuous vessels, with longer stents, in areas of hinge motion and more frequently with rca lesions. He further stated that, based on the overall rates of restenosis associated with stent fractures, he could not say that all stent fractures result in restenosis. The product remains implanted in the pt and is thus not available for evaluation. Additionally, as the sterile lot number is not known, a device history record review cannot be performed for complaints reported without a lot number and for which the associated products will not be returned. Conclusion: restenosis is a known potential adverse event following stent implantation. Based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the device and this event. Pleate note: that this cypher sirolimus-eluting coronary stent with an unk catalog and lot number is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent.